Event description:
On aug 13, 2008, the distributor reported that on an unknown date, the screw on the rod caliper had worked itself loose. This malfunction has been resulted in an adverse event in the past.

Manufacturer narrative:
It was unknown if the event occurred in surgery. Product is an instrument, and is not implantable. Evaluation is pending.